Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with her onetouch ultralink meter continuing to display the apply sample message. The complaint was classified based on the customer care advocate (cca) documentation. The patient tests her blood glucose 4x daily and manages her diabetes with an insulin pump (type not specified). The patient denied making changes to her usual diabetes management routine. The alleged issue began on (B)(6) 2012 at 7am. Prior to the alleged issue, the patient reportedly woke up with a slight headache and cold sweats. At 7am, the patient reached for the subject meter to test; however, was unable to test due to the alleged issue. Shortly after, the patient claims she "passed out." The patient's husband tried to give her glucose tablets and soda but was not successful. Emergency medical services (ems) was contacted and arrived shortly. Ems administered the patient intravenous (IV) glucose as treatment. The patient reportedly was able to sit up and take in food and/ or drink a beverage by the time ems left the patient's house. The patient denied testing on another device. The cca was not able to walk the patient through troubleshooting to resolve the alleged issue. This complaint is being reported because, the patient reportedly "passed out" and received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.